Manufacturer narrative:
(B) (4)

Event description:
It was further reported that the flexima apdl reg 10f/25cm drain was inserted for a sub umbilical abscess. The material that drained was pus. The nurse did not attempt removal by disconnecting the drainage tube from the stopcock and grasping the exposed suture. The nurse confirmed that she did rotate the stopcock to the unlocked position. The procedure that was planned for the suture removal was removal of thread via laparotomy; however, the procedure that was actually performed was removal of suture from wound under a general anaesthetic.

Event description:
It was reported that during an unspecified procedure the suture broke. The flexima apdl reg 10f/25cm was placed into an unspecified location. The patient returned 8 days later to have the drain removed. As they tried remove the drain, it became stuck. They cut off the hub to release the suture but the suture remained inside the patient. The patient status is unknown.

Manufacturer narrative:
(B) (4). Device evaluated by manufacture: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4): disposed.